Event description:
It was reported that the patient passed out and was admitted in the emergency room. The patient also experienced pre-syncope. Review of merlin.net transmissions revealed that the pulse generator exhibited intermittently undersensing during atrial fibrillation. It was unknown what caused syncope. Programming changes were discussed. No intervention was reported. The patient would continue to be monitored through routine follow up.